Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was having communication difficulties with his vns therapy programming system. From subsequent troubleshooting performed by company representative, it was determined that the programming wand was malfunctioning. It was reported that the physician "would have to move the cable around during patient device interrogations in order to communicate with the device."